Event description:
The pt reported communication issues between the implant and the external equipment. An advanced bionics rep performed device evaluation. The problem was confirmed. The system was explanted.